Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg site was inflamed and had drainage. As a result, the patient's system was explanted on (B)(6) 2020. Following the procedure, the patient's infection continued. The patient was administered a new antibiotic and the infection cleared up.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.